Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high out of range impedance measurements in bipolar pacing mode. A lead fracture was suspected. The lead was programmed to unipolar mode where normal impedance measurements were observed. The lead will remain implanted and programmed to unipolar pacing mode. To date, no adverse patient effects were reported.

Event description:
Additional information was received that this lv lead impedance measurements were greater than 2000 ohms. Reported lv threshold measurements were 7 volts at 2 ms. It was suspected that three years prior the lv lead may have been damaged during an rv lead replacement procedure. An lv lead replacement procedure was performed and the lead was found fractured near the clavicle/first rib. This lead was surgically abandoned and a new epicardial lv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that impedance measurements in unipolar mode were greater than 2000 ohms. Loss of capture was also noted and the patient reported feeling fatigued. This lv lead was programmed off and the physician will be determine the final care plan for the patient. To date, no adverse patient effects were reported.

Manufacturer narrative:
--